Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy reconstruction, in the third firing, at the time of side-to-side anastomosis, the mucous membrane was pulled into the groove of the knife and the tissue did not come apart, it was slowly removed by force, but the mucous membrane became fragmented. The surgical time was extended by less than thirty minutes. There was tissue damage.